Event description:
It was reported that the patient experienced uncomfortable rib stimulation and pain at the ipg site. Diagnostics revealed high impedance on one lead. X-ray imaging indicates migration of one lead. Reprogramming has been unable to resolve the issue. As a result, the entire system was explanted and replaced on (B)(6) 2025 to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined..